Event description:
The pt was unable to test on their meter for approx one month due to the three dashes appearing on the display. They were unable to resolve the issue with the meter so they stopped testing. The pt began feeling sick and experienced frequent urination. They visited their physician, who tested their blood sugar and obtained a result of 400 mg/dl. The physician told the pt they were leading up to ketoacidosis. He treated the pt with insulin while in the office. The pt had been taking a set amount of oral medication (name of medication unk) and insulin based on meter results. While unable to test, they continued their oral medications, but they were guessing at the amount of insulin to take. Their family member did not know the name or amount of insulin. The pt's family member was walked through the set up mode and the issue was resolved. Based on the information provided, there is no evidence of a meter malfunction, however, there is evidence that use error contributed the the serious injury. The pt was unable to test and was guessing at the amount of insulin to take, which led to underestimating their insulin dosage. This led to hyperglycemia. No replacement items are being sent to the pt. This case is being documented as an adverse event due to use error.